Event description:
Left svc thrombosis around tip of catheter. Pt needed thrombolysis.

Manufacturer narrative:
The complaint is inconclusive since the product was discarded and will not be returned for eval. A complaint history review could not be completed since the lot number was not provided.